Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that a couple of episodes of supraventricular tachycardia (svt) registered by the implantable cardioverter defibrillator (ICD), showed noise. No oversensing was observed. Provocative testing was performed and it was found that when the patient pulled their left arm, noise was observed in the unipolar channel with no oversensing. Increased capture thresholds noted were not thought to be a malfunction. The noise observed was believed to be due to the patient doing wood work. The ICD was being monitored. There were no patient consequences.